Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16160065, description: next generation anchor kit-sterile sc-2218-50/(B)(4). The complaint was confirmed. The source of the complaint was verified to be the associated lead. The lead was cut and the proximal end was not returned. All cables were fractured at the bent/kinked sections of the lead body. Fracture location is at the clik anchor site, 1 cm from the set screw mark. There are no exposed cables. Sc-4316/(B)(4) one of the click anchors has damaged eyelet. There was no missing silicon material. Sc-2218-50/(B)(4) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient lost stimulation and device was not working. It was determined that the lead exhibited high impedances and all contacts were out. The physician suspected damaged to the lead. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient lost stimulation and device was not working. It was determined that the lead exhibited high impedances and all contacts were out. The physician suspected damaged to the lead. The patient underwent an explant procedure.